Manufacturer narrative:
Based on the results of investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's air water tube and air water cylinder had foreign objects. There was no patient involvement.